Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Software shut down twice while rendering the 3d head model from a CT scan. The same action triggered the software crash: pressing the "validate" button in the 3d thresholding interface. At the time this occurred, the robot was not powered on. Both crashes occurred after the patient had gone to sleep, but before the patient was pinned and attached to the device.

Manufacturer narrative:
It was reported that 2 rosanna software crashes occurred during the 3d view computation. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of both issues is a crash of the .net runtime process. However the cause of these crashes cannot be determined. (B)(4).

Event description:
Rosanna shut down twice while rendering the 3d head model from a CT scan. The same action triggered the software crash: pressing the "validate" button in the 3d thresholding interface. At the time this occurred, the robot was not powered on.